Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was explanted and replaced due to lead noise. No externalized conductors were noted via fluoroscopy. Additional information was requested, but has not been received.

Event description:
New information noted that lead noise was detected during an in clinic visit. No externalized conductors were noted by fluoroscopy. The lead was explanted and replaced. Patient was stable post procedure.